Manufacturer narrative:
Approximate age of device- 7 months, 15 days. A direct correlation between (B)(4) and the reported bleed cannot be conclusively determined. It was reported that the patient sustained a fall on (B)(6) 2017. The patient underwent a craniotomy after the fall due to a subdural hematoma and their anticoagulation, including aspirin, was stopped. The patient was restarted on coumadin once the bleeding stabilized and their inr goal was lowered to 1.5-2.0. Aspirin was not restarted. The patient remains ongoing on (B)(4). No additional information was provided. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas and provides information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient sustained a fall on (B)(6) 2017 which caused a subdural hematoma. Patient underwent craniotomy after fall. The patient was taken off anticoagulation at this time and off aspirin. After head bleed was stable, it was reported patient was started again on coumadin with lower inr goal 1.5-2.0 and remained off aspirin. No additional information was provided.